Event description:
It was reported that the patient had an EKG the day prior to the report and the EKG was all over the place. It was reviewed that some tests could pick up artifacts from the device. Since the EKG looked ¿different¿, the anesthesiologist would not put the patient to sleep. They sent the patient to the ER and thought they were having an mi. They were giving the patient ivs. The patient noted that it was scary. The ER staff insisted that the patient was having a heart attack because of the device. The patient told them that they felt fine, but the ER staff did not listen. The EKG was for a preoperative evaluation for an unrelated surgery. It was unclear if the EKG was being affected by the stimulator or if there was a physiological cause. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension product ID: 3888-28, lot# l41802, implanted: (B)(6) 1997, product type: lead (B)(4).